Event description:
Ambu vivasight -2 dlt was used to intubate the patient. This tube has a special camera built-in to visualize the carina/tube position. The camera was attached to the monitor and it did not show any video. Cable connections were checked and the monitor was restarted but still had no video feed. Later we used a bronchoscope (ambu a scope 4 broncho slim) to position the tube and we used the same port (blue port) and it worked. Which means that the viva sight dlt cable/camera assembly was malfunctioning.